Manufacturer narrative:
Additional information was received that no further course of action would be taken at this time.

Event description:
A report was received that the patient was having stabbing pain on and off. It was also noted that one of the leads become superficial. The patient underwent a lead revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having stabbing pain on and off. It was also noted that one of the leads become superficial. The patient underwent a lead revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that patient had stabbing pain in the neck and the physician believed that it was surgical pain.

Event description:
A report was received that the patient was having stabbing pain on and off. It was also noted that one of the leads become superficial. The patient underwent a lead revision procedure. The patient was doing well postoperatively.